Event description:
Rn was stopping the basal rate infusion for the pca pump. The rn was unable to stop the infusion because the key was broken. The pca pump had to be turned off to stop infusion. There was no patient harm.